Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 134mg/dl, 288mg/dl. Tests were done less than 10 mins apart with a difference of 65%. Pt did not experience any adverse events. No further info has been reported.